Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Please see updates: d4, g3, g6, h2, h4 and h6. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1073946 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot 1073946 and test base part number 190-430 / lot 1073946. The lot met the required release specifications. The current overall incident rate for false positive patient results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices manufactured for distribution is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction. A review of complaints against the kit lot for the reported issue indicates product performance is as expected and a product deficiency has not been identified. Based on the above summary, the investigation is deemed closed. The product will continue to be monitored and tracked.

Event description:
The customer reported fifteen (15) false positive results with ID now covid-19 assays performed between (B)(6) 2022 using nasopharyngeal samples. This report is to address test twelve (12) of fifteen (15). Customer report a false positive result on an ID now covid-19 assay performed on (B)(6) 2022. The patient was reported to have been symtomatic on the day of testing. Confirmation testing was performed (platform: abi7500 fast) that generated a negative result. Although requested, no additional information, including patient outcome or treatment, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Please reference all related MFR. Report numbers: 1221359-2022-05254, 1221359-2022-05266 through 1221359-2022-05268, and 1221359-2022-05282 through 1221359-2022-05292.